Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported issues. Additionally, a review of the complaint history did not identify any similar incidents. Based on this information, a cause for the reported single leaflet device attachment (slda) could not be determined. It is likely that the challenging anatomy (fragile leaflets) contributed to the reported slda; however, this cannot be confirmed. The reported difficult to remove (anatomy) was due to procedural conditions. Per the intended use section of the mitraclip ntr/xtr system instructions for use, the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The reported off label use was due to the user performing the mitraclip procedure on the tricuspid valve. There is no indication of product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. Prior to the procedure, it was noted that patient had fragile leaflets. One clip was inserted and advanced into the right atrium (ra); however, while opening the clip, it became entangled, but it could not be confirmed if the clip was caught on chordae or a leaflet. The clip was successfully removed from the chordae/leaflet and was deployed in a central location on the anterior and septal leaflets with a good reduction of tr. However, after the clip was deployed, it detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 3. No additional clips were implanted. There was no clinically significant delay in the procedure. No additional information was provided.